Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blurred image in the lower right diagonal during maintenance involving an olympus gastrointestinal videoscope. The customer suspected that the blurry image was due to polishing of the objective lens. There was no patient involvement.